Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the patient was experiencing intermittent shortness of breath and was not feeling well. The patient suggested that the implantable pulse generator (ipg) was not set correctly and that the device doesn't help. Communication attempts were made to obtain additional information but were unsuccessful. Manufacturer records indicate that the device remains in use. No further patient complications have been reported as a result of this event.